Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (service code 204, can connection status) was unable to be duplicated. Upon investigation the belt properly communicated with a test monitor. After incoming evaluation, there was corrosion found on ECG cable. The belt did not pass falloff testing due to the corrosion. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable) and can connection status.